Event description:
After I got essure, I have been having cramps and headaches and back pain. Just round out that I have a bunch of ovarian cysts and enlarged ovaries. Now on (B)(6), I got to have a hysterectomy.